Manufacturer narrative:
Visual examination of the returned instrument confirmed that the tip has separated from the inserter/extractor at the weld. Both pieces of the instrument were recovered, and there was no harm to the patient. The reported issue has been investigated and a device history record review is not required. This device is used for treatment. The device was manufactured in november 2005, with an approximate field age of 10 years and 5 months, and has been used an unknown number of times. The investigation revealed that the weld specification was insufficient for this instrument, and new welding specifications were implemented. As this device was manufactured prior to the corrective and preventative action changes (august 11, 2008), this is a previously addressed design issue.

Manufacturer narrative:
This report will be amended when our investigation is complete. Returned with evaluation pending

Event description:
It is reported that the driver broke during surgery. All pieces were recovered without issue.